Manufacturer narrative:
(B) (6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-02801 and 3005099803-2010-02800 addresses the other devices. It was reported to boston scientific corporation that three dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the first dreamtome was attached to the generator correctly however failed to cut the tissue. The second dreamtome appeared to be destroyed when the packaging was removed. The tip was bent and kinked. The cutting wire of the third dreamtome snapped during sphincterotomy. No portion of the wire fell into the patient. The procedure was completed with the same generator and active cord using a different sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-02801 and 3005099803-2010-02800 addresses the other devices. It was reported to boston scientific corporation that three dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) , 2010. According to the complainant, during the procedure, the first dreamtome was attached to the generator correctly however failed to cut the tissue. The second dreamtome appeared to be destroyed when the packaging was removed. The tip was bent and kinked. The cutting wire of the third dreamtome snapped during sphincterotomy. No portion of the wire fell into the patient. The procedure was completed with the same generator and active cord using a different sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the cut wire was discolored. The length of the exposed cutting wire was with in specification. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire was measured and found to be within the cutting resistivity specification. Functional testing, found the tip was able to bow within specification. The condition of the returned incident device was not consistent with the complaint that the device was unable to cut. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.